Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after an unspecified procedure. Reportedly, approximately 1 week after the procedure, the patient began experiencing flu-like symptoms, burning in the right groin, having a taste of metal in the mouth and feeling shaky at times. The patient believes these symptoms are due to the starclose se clip, which contains nickel. The patient is allergic to nickel, which was determined from allergy testing. No additional information was provided.